Event description:
It was reported that the unspecified bd safeclip was unable to clip. The following information was provided by the initial reporter: bd safe-clip doesnt seem to work after 3 clips?

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd safeclip was unable to clip. The following information was provided by the initial reporter: bd safe-clip doesn't seem to work after 3 clips?